Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/16/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
Emergency service was contacted for a (B)(6) male patient having cardiac arrest. It was reported that during patient use, the autopulse platform (s/n (B)(4)) performed 4 compressions, then stopped and displayed a user advisory 27 message (encoder fault (>3000 rpm); indicating that the drive shaft is rotating too fast). At an unspecified time later, it was reported the patient expired. No other information was provided. According to the reporter, the customer duplicated the reported issue when re-running the device with a test mannequin. No further information was provided.

Manufacturer narrative:
The autopulse platform (B)(4) in complaint was returned to zoll on (B)(6) 2016 for investigation a DHR review for (B)(4) found one previous complaint related to this event, (B)(4) . Note: this investigation applies to both (B)(4). During the visual inspection, no physical damage noted upon receipt. The archive data results showed user advisory 27 (encoder fault (>3000 rpm)) on (B)(6) 2016. Thus confirming the both reported complaints. During functional testing the device failed after a few compressions, at which time the user advisory 27 error message displayed. During the investigation it was found that the device stopped compressions repeatedly due to the user advisory 27. The encoder indicated the shaft was turning too fast at a speed higher the normal rate. This is indicative to a defective encoder. To remedy the issue the encoder was replaced. Therefore the root cause of the user advisory 27 was a defective encoder. After replacement of the encoder the device passed all final functional criteria. In summary, the reported complaint of user advisory 27 (encoder fault (>3000 rpm)) was confirmed in the archive data review as well as during functional testing. A user advisory 27 is a clearable error which the customer cleared on the first event, dated (B)(6) 2016 (captured in (B)(4) . Clearing the user advisory 27 allowed the customer to use the device on a second event dated (B)(6) 2016. The death was not related to the autopulse device. Bystander CPR and a combination of intermittent mechanical and manual CPR was performed. Rosc was achieved, indicating the intended use for autopulse device was achieved. The autopulse is used as an adjunct procedure to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse does not compress or unexpectedly stops compressions, rescuer shall revert to manual CPR. The transition from mechanical compression to manual CPR can be performed quickly, the short interruption is similar to the time necessary for rescuer rotation. Therefore, a combination of intermittent usage of autopulse and manual CPR presents the same workflow as manual CPR in which rescuers are rotated, and can achieve intended use for resuscitation. Reference: MFR 3010617000-2016-00493 for (B)(4).

Event description:
Additional information received: it was reported that on (B)(6) 2016 at 07:17, (B)(6) fire department received a call regarding a (B)(6) male patient weighing approx. 145 lbs who was having cardiac arrest at the resident. The cardiac arrest was witnessed by the spouse approx. 3 minutes prior to placing the 911 call. Hillsborough county sheriff was also present at the scene. There were no signs or symptoms of trauma. Manual CPR was started by the husband approx. 3 minutes after calling 911. Upon arrival, the crew took over manual CPR until deploying the autopulse platform. During active operation, the autopulse platform performed 4 compressions, then stopped and displayed a user advisory 27 message. The crew was unable to clear the ua. The platform was used intermittently for approx. 4 minutes. During this time manual CPR was also performed intermittently. Rosc was achieved initially for 2 minutes then maintained for another 5 minutes till arrival at the emergency department. At an unspecified time later, it was reported the patient expired. The crew did not know the cause of death or if an autopsy was performed.